Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were unable to communicate with the ins after a lead revision procedure. Two devices are found: the correct serial number, and a null serial number. The rep could establish communication with the null serial number. Patient services asked if the rep observed a por message on the ins and they were unsure but said that it was possible. They changed the ins serial number back to the patient's correct serial number and then were able to establish communication. No further device issue alleged / identified. No patient symptoms or complications were reported. Additional information was received from a healthcare provider via a manufacturer's representative (rep) indicating that it was their assumption that the communicator was not charged enough to communicate properly. Using the clinician programmer to conduct the impedance check erased the serial number of the ins and they improperly continued without inputting the serial number. When trying to reconnect using the communicator after surgery it could not find the device because it had a null serial number. Once they inputted the serial number the device connected properly and was functioning as desi gned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was no additional information on por. The rep said that seeing as though the device lost all information and the physician used bovie when the device was in the pocket, that the rep made an assumption over the phone that a por may have occurred. The rep could not confirm that it did/ did not happen. No further complications were reported.